Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2008 with a bifurcated stent, a limb extension and a cuff stent graft. During a follow-up on (B)(6) 2016, computed tomography revealed a type 1a and possible type 2 endoleak. A secondary procedure was performed on (B)(6) 2016 and the physician elected to implant a suprarenal aortic extension to seal the endoleak. The patient is doing well.